Event description:
A contact lens fitter reported that a patient had been referred to hospital for treatment for suspected corneal ulcers centrally located in both eyes associated with wear of focus night & day lenses. The contact lens fitter reported that there was slight loss of visual acuity but could not give the exact figures. The condition status is indicated as resolved. Follow up information and permission to obtain the hospital records has been requested. No additional information available at this time.